Event description:
It was reported by the patient that the device was shocking incorrectly. Follow-up with the physician determined that the patient received inappropriate shocks due to atrial fibrillation. The patient was seen at the ER and the device was reprogrammed to increase the ventricular fibrillation and monitor zone. The patient also had an increase in amiodarone. The patient was recently seen by a physician and the device was functioning appropriately. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.